Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s top left display area appeared cracked and the user believed the device casing was damaged, although the pump continued to function and blood glucose management was unaffected; the user later clarified the observed damage was limited to the screen protector and not the ilet screen or housing. Symptoms included no adverse clinical effects. Outcomes included no change in therapy, no alarms, and continued device function. Investigation included customer interview, request for images, shipment coordination, and verification via user follow-up. Investigation of this case revealed cosmetic damage to an accessory screen protector with no confirmed defect in the device display or casing and no performance impact. It was concluded, based on previously established findings for similar reports, that the cause was user-related damage to a non-device accessory.